Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The pump reported a syringe plunger error, with multiple occurrences of this issue noted. Additional errors and concerns were also reported across the device fleet. Although a patient was involved, no harm occurred. However, the error resulted in a delay in therapy, as the nurse had to reload the syringe or potentially obtain a replacement pump.